Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Investigation found a partially crushed cannula, restricting the flow of insulin. It is unclear when or how the damage occured. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 19.9 mmol/l (359 mg/dl) after wearing the pod between 4 and 24 hours on the leg. The patient was able to activate a new pod and the patient's bg levels lowered to 7 mmol/l (126 mg/dl). Insulin was leaking at the insertion site and that the adhesive pad was wet.